Event description:
It was reported that: "the doctor found package label info is inconsistent with product when clinical setting before using on patient at the same time."

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A verification of failure mode reported in the current manufacturing process was conducted as follows: 125 samples were taken from the current production from p/n 5-12614 et tube, cuffed, spiral-flex 7.0 lot# 73j2200526 the samples were visually inspected, and issue reported "labeling - wrong product/size in package" was not observed in the current manufacturing process. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-12614 et tube, cuffed, spiral-flex 7.0 for investigation. The sample was returned sealed in its original packaging. Upon visual examination, it was confirmed that a size 7.5 et tube was returned instead of a size 7.0 that the package was labeled for. A CAPA has been previously opened by the manufacturing site to further investigate this type of issue. Corrective actions were implemented on (B)(6) 2022 and this sample was manufactured prior to these corrective actions.

Event description:
It was reported that: "the doctor found package label info is inconsistent with product when clinical setting before using on patient at the same time."